Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the dilator penetrated the side wall and unable to penetrate the atrial septum. When the physician advanced vizigo for transseptal puncture (tsp), a visible "nub" at the tip was visible in fluoro and they could not penetrate a rigid atrial septum with it. After removing the vizigo it was observed that the dilator penetrated the side wall of the rubber tip part instead of going through the lumen. They changed the vizigo to a new one. There was a 10 minute procedure delay. There was no patient consequence reported.